Event description:
User experienced a leak from the r1 syringe that went onto the floor infront of the analyzer. No patient samples were involved. No one has slipped or been harmed. The field service representative determined the syringe tubing was cracked at the connection point. He cut back the bad tubing and reconnected the tubing.